Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. The reported failure to deploy the suture appears to be related to advancement of the non-rail suture. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other seven perclose proglide devices, referenced in describe event or problem, are being filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the bilateral common femoral arteries was attempted with eight proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, with 3 proglide devices, "the needles exited without the suture after firing". The sheath was upsized to a 14f and 16f. The evar procedure was completed. During knot advancement of 5 proglide devices, pulling on the rail suture caused the whole suture to exit the artery. There was no arterial injury. A bilateral surgical cut down was performed. Hemostasis was achieved via surgical suturing. No additional information was provided.